Event description:
A piece of plastic from the inner jaw of the harmonic hand piece fell off into the patient's pelvic cavity during the procedure. The piece was retrieved and removed from the patient. A new harmonic hand piece was used for the rest of the procedure.